Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 8 episodes of diarrhea beginning on (B)(6) 2022. On (B)(6) 2022 the patient had low flow alarm's and bright red stool. The patient had hemodynamically stable gastrointestinal (gi) bleeding with declining hemoglobin (hgb) levels from 12 to 10. A plan was made to keep track of the patient's hgb levels. Plans were made for an esophagogastroduodenoscopy (egd) and colonoscopy. Lactated ringer¿s (lr) bolus and a pantoprazole 500 IV were given. The patient's warfarin (internationalized normalized ratio was 2.7), hydralazine (apresoline), and torsemide (demadex) were placed on hold. The patient continued taking amiodarone( cordarone). Additional information revealed the cause of the gastrointestinal bleed was due to diverticulosis. This was confirmed on the colonoscopy performed on (B)(6) 2022. Egd was not performed. The patient remains hospitalized. Heparin and coumadin were reinitiated but stopped again on (B)(6) 2022 due to the return of hematochezia. Push egd was ordered. The cause of the low flow alarms was not identified. Additionally no further low flow alarms were seen since the patient's transfusion on (B)(6) 2022.

Manufacturer narrative:
Section a: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 18aug2021. No further information was provided. The manufacturer is closing the file on this event.